Event description:
Incorrect readings: this is the 3rd time her calling about this meter. It's giving the wrong readings again. The 1st and 2nd time she called the csr told her to reset the meter, however those calls were made 1-2 years ago.